Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was received and evaluated by baxter. The engineering investigation could not reproduce the reported symptom. All volume levels/settings were found to be functioning per specification. Device history record review found that the speaker passed the verification of speaker setting. Inspection of the pump interior found that the input output printed circuit board (I/o pcb) was not fully secured on the back flex and may have caused an intermittent connection to the speaker contacts. The investigation found that a new rear case assembly had been installed on the pump which, after DHR review, had never been serviced. The investigation confirmed that the rear case assembly was changed at albany medical center after the complaint owner contacted the customer. The connection was likely not fully secured after the new rear case assembly was installed. Through engineering testing, using similar open connection scenarios found during pump inspection, the investigation was able to confirm an intermittent/no audio condition. The open connection was a likely contributing factor to the no audio condition experienced by the customer.

Event description:
It was reported that a pump had no audio. It was determined that there was no patient involvement.